Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, that diagnostics indicated, that the patient received the elective replacement indicator. It is unknown, if this occurred prematurely. Surgical intervention may be pending to address the issue.

Event description:
Related manufacturer reference number: (B)(4). It was reported patient underwent surgical intervention on (B)(6) 2025 during which the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.